Event description:
The customer reported to olympus during reprocessing, something was found inside the nozzle on the gastrointestinal videoscope. The scope was reprocessed again, but the object remained. Fse visited and found some plastic debris inside the nozzle, but the air and water feeding tube functioned normally. The fse had done manual flushing by injecting the tube set, but the debris could not be removed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the channel was buckled and deformed, the adhesive part on the bending rubber was worn out and a leakage test failed due to plastic debris inside the nozzle. Additionally, the protector unit, the plastic distal end cover, the insertion unit, the nozzle unit, and the up/down/ left/right knobs needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.